Event description:
Caller reports the inform base unit had a "short circuit." No adverse event reported. Requested return of suspect device, however, caller will not be returning the base unit; replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6).